Event description:
It was reported the patient experienced an inappropriate shock. X-ray results indicated the patient's right ventricular lead was dislodged. The lead was explanted and replaced during surgery on (B)(6) 2015.